Manufacturer narrative:
Additional information: the logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the issue.

Manufacturer narrative:
A system checkout was not required as resolution of the issue was confirmed at the time of the event. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the emitter details displayed and axiem and emitter communication error. It issue was resolved after a restart. There was a reported delay of 10 minutes and no reported impact to patient outcome.